Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and that the paramedics were called due to low blood glucose. The blood glucose reading was 23 mg/dl when the paramedics arrived. The customer had a diabetic seizure but was not taken to the hospital. The paramedics treated the customer for a few hours and brought the blood glucose reading up to 72 mg/dl. The customer reported that the sensor reading at this time was over 150 mg/dl. The customer reported that she calibrated about ten times a day but is a brittle diabetic. She stated that she had a busy day at work and did not eat until later. The customer declined troubleshooting for the sensors or low blood glucose. She reported that her doctor told her to stop using the sensors. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.